Event description:
It was reported that the pump stalled. The patient didn't realize pump was alarming until (B)(6) 2012, as patient thought it was something in her house. Patient contacted specialist's practice on (B)(6) 2012; however, it was closed. Patient contacted practice again on (B)(6)2012, and medtronic representative was contacted. Medtronic representative met with patient as actual physician was on long service leave. The pump was alarming and upon interrogation, logs showed that the pump stalled at 8:30pm on (B)(6)2012. The cause of the stall was unknown; patient was not near any large magnetic fields. The patient was experiencing withdrawal with symptoms of sweaty and nausea. Patient was going to see general practitioner for further pain management, and to schedule an appointment with her neurosurgeon, to schedule a replacement surgery. It was noted that the patient was not sure she wanted device replaced as she felt it had never really worked. Patient was going to see pain specialist the following wednesday ((B)(6) 2012). Troubleshooting was not done as physician could not see patient, and it was already almost 48 hours since alarm started. It was noted that the device would be returned as soon as it was explanted. Patient status was not available as device was not yet removed from time of report. It was also noted that "the pump flagged to possibly end prematurely, as it was a part of the batch manufactured before 2005." The device system was used to deliver dilaudid and clonidine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).